Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented with an episode showing inappropriate rate branch diagnosis. It was suspected that atrial events were contributing to the diagnostic anomaly. Programming changes were recommended but not applied. The patient will be monitored.